Event description:
A malfunction was reported by the distributor, (B)(4), regarding a pump that experienced an error labeled as 16-0x20e6. The customer's blood glucose level was recorded at 290 mg/dl. The customer returned the defective device, and a replacement pump was arranged with the serial number (B)(6).